Event description:
While removing the drain, the drain broke leaving part of the drain inside the pt. This incident necessitated a return to surgery for the pt to remove the drain fragment. The rptr is unsure of the length of the drain fragment. The rptr is also unsure if the add'l surgery extended the hosp stay. According to the rptr, the afore mentioned scenario has occurred twice at this facility within the past 2-3 mos. The info supplied in this report pertains to the second incident. The drain from the first incident was discarded at the facility. The drain from the second incident has been retained by the facility for eval.